Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure, due to delivery problems the customer had to use the fast fix flex slim without the bending instrument. The fast fix thus had to be bent carefully by hand, which probably led to the problem that the implants could not be released properly. The defective product and the implants were removed. It is unknown if there was a surgical delay. The procedure was successfully completed using a back-up device. No further complications were reported. Per the preliminary results oft the investigation, the visual inspection found the t2 implant is fractured.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture string and t2 off the insertion device. T1 is no longer attached to the suture string and t2 is fractured. A functional evaluation of the returned device finds it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material required for the raw material. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device or bending of the needle/overmold assembly or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.